Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in caesarean section surgery. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail no. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m.